Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer delivered a correction bolus to address elevated bg levels. Reportedly, customer alleged the control iq software was not adjusting insulin delivery as expected. During troubleshooting with tandem technical support (cts), performed a system check and it was determined that the control iq software was off. Cts assisted customer with turning control iq software on to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.